Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. However, unused/sterile devices were returned in association with this complaint. Testing was performed with no issue noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the connection issue and leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. A rotating hemostatic valve (rhv) was selected for the procedure and there was no damage noted to the packaging prior to opening. When the non-abbott catheter was connected to the rhv the connection was loose and air was able to enter into the device. The device was not replaced and was used during the entire procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.